Event description:
It is reported that when the surgeon trailed the femoral component with a stem extension, the femoral component disengaged from the extension. The surgeon believes the femoral component and screws were not engaged properly. A different femoral component was implanted with the same stem extension with no issues.

Manufacturer narrative:
This report will be amended when our investigation is complete.